Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found, as received, the device was at end of service(eos). A longevity calculation was performed and found the battery depletion was premature based on the device usage. An internal battery anomaly was found to be the cause of the premature battery depletion.